Event description:
It was reported that the pt had experienced an exacerbation of symptoms related to her multiple sclerosis. The pt had a pump refill last week. An alarm was heard from the pt's pump, but not confirmed through telemetry. The hcp was unsure of what alarm was going off with the pump.

Manufacturer narrative:
(B) (4).